Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set d.2. Medical device type: one additional code applies; jka e1: initial reporter facility name: (B)(6) hospital d4. Medical device expiration date: unknown h4. Device manufacture date: unknown d4. Medical device lot#: unknown h.6. Investigation summary: bd received 1 sample and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage and leakage during injection/blood/urine collection was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for sleeve leakage and leakage during injection/blood/urine collection with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve leakage and leakage during injection/blood/urine collection. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the blood sample couldn't be performed well on (1) device. No patient impact reported.